Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. A lead revision was performed and this lead was surgically abandoned and replaced. It was noted no obvious signs of fracture were observed. No additional adverse patient effects were reported. The lead remains in the patient and was not able to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.